Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, inflammation/irritation.

Event description:
Healthcare professional reported right side "rupture of implant, irregular contours, discontinuity of the casing, heterogeneous liquid around the prosthesis, leakage of content and inflammatory process, pericapsular seroma of mid volume, painful breast at touch, and increase of mammary consistency." Device remains implanted.